Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in the very calcified left anterior descending artery (lad). A 4.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon pulling out, it was noted that the device was stuck in the sheath and the stent was damaged. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with centre stent struts stretched and overlapping. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent got caught in the sheath during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. The target lesion was located in the very calcified left anterior descending artery (lad). A 4.00 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon pulling out, it was noted that the device was stuck in the sheath and the stent was damaged. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was fine.